Event description:
Our affiliate is reporting the following to us: patient had right shoulder laterjet operation on (B)(6) 2012. Patient experienced dislocation of right shoulder due to fall from mountain bike 1 week prior ((B)(6) 2013). X-ray showed 2 broken depuy laterjet screws. Picture of x-rays are available. See associated medwatch # 1221934-2014-00137.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to mitek, however, mitek would like to file this initial report at this time. When and if additional information is received it will be reflected in a follow-up report.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Follow up information regarding the event and accident to the patient was requested multiple times and none has been provided till date. It is a possibility that the screws broke due to the trauma to the patient. Based on the complaint history for this product, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: patient had right shoulder laterjet operation on (B)(6) 2012. Patient experienced dislocation of right shoulder due to fall from mountain bike 1 week prior (mid nov 2013). X-ray showed 2 broken depuy laterjet screws. Picture of x-rays are available. See associated medwatch # 1221934-2014-00137.